Event description:
It was reported that the patient had an inappropriate shock due to t-wave oversensing via a change in the intrinsic morphology. The patient has a cardiac contractility device, and the device is detecting it as noise. Technical services reviewed and discussed the electrograms with the caller. There were no additional adverse patient effects. The system remains implanted.